Manufacturer narrative:
Updated method, result, conclusion codes. Conclusion: review of the device history record showed that this product met all manufacturing specifications for product released to distribution. There were no deviations noted that would have impacted this event. Still and movie photo clips related to this event were received for image review. The review confirms there are multiple stent fractures seen in both stent frames. However, the imaging cannot confirm the gradients or valve function as mentioned in the event report. Based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, a true root cause of the stent fractures cannot be determined with the limited information available. The stent fracture may have led to the reported regurgitation, but a conclusive cause of the regurgitation cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately ten years following the implant of this transcatheter pulmonary bioprosthetic valve, an x-ray revealed multiple nordmeyer ii stent fractures of the melody valve and non-medtronic stents. Six months later, catheterization revealed a mild right ventricle to pulmonary (rv-pa) gradient and moderate pulmonary insufficiency. The melody valve was functional but multiple stent fractures were confirmed and the valve was an oval shape. It was decided to implant two new pre-stents and perform a dilatation of the right ventricular outflow tract (rvot) with a 24 mm balloon. A new melody was also implanted. No adverse patient effects were reported.